Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: updated device history lot: product code: 283910000. Lot : 289648,product code: 283910000. Lot : 289648. Device history batch null, null, device history review the DHR was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 14.10.2020 qty: (B)(4),the DHR was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 14.10.2020 qty: (B)(4). H6: investigation summary background it was reported that during occipital - cervical fusion surgery, the medical assistant has mixed the solution and the cement powder of the confidence hv spinal cement (lot 9560372) according to the procedure in the mixing bowl and the cement is a little bit hard to mix but is still viable. After transferring into the glass bottle and attaching it to the hydraulic pump and pass the whole gadget to the operating surgeon to be injected into the patient's bone. The surgeon turn the hydraulic pump a few rounds and observe the x-ray picture for the cement but the cement did not flows out. The surgeon turns the pump a lot more times and if was observed that the cement has hardens in the glass bottle causing the rubber that pushes the cement out of the bottle has deformed and the water has leaked into the cement in the glass bottle. Therefore we had to open a new set of cement kit to proceed with the surgery. This complaint involves one (1) device. Customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s) located in pc's attachments section received through 19jan2021. The image(s) was reviewed, and the complaint condition(s) of setting time and unable to transfer could not be confirmed as the images provided showed the outer package of the instrument and not of the cement and/or transfer pump. As the instrument(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were detected. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.,background it was reported that during occipital - cervical fusion surgery, the medical assistant has mixed the solution and the cement powder of the confidence hv spinal cement (lot 9560372) according to the procedure in the mixing bowl and the cement is a little bit hard to mix but is still viable. After transferring into the glass bottle and attaching it to the hydraulic pump and pass the whole gadget to the operating surgeon to be injected into the patient's bone. The surgeon turn the hydraulic pump a few rounds and observe the x-ray picture for the cement but the cement did not flows out. The surgeon turns the pump a lot more times and if was observed that the cement has hardens in the glass bottle causing the rubber that pushes the cement out of the bottle has deformed and the water has leaked into the cement in the glass bottle. Therefore we had to open a new set of cement kit to proceed with the surgery. This complaint involves (1) device. Investigation flow: device interaction/functional visual inspection: upon visual inspection it can be seen that the cement was hardened inside the injector body. Some portion of the hardened cement was found inside the mixing well. No other issues were identified with the returned device. Functional test : the functional test was failed to perform on the returned device as the cement was solidified. Dimensional inspection: no dimensional inspection can be performed due to the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: final packaging assembly: 103210258 rev. E. Confidence mixer kit: dwg-pkg-887014200 rev. D. Confidence mixing well: dwg-887034108 rev b. Confidence, 11cc injector body and transfer adapter sub-assembly: dwg-887014209 rev. J. Confidence 11cc injector body printing: dwg-887014211 rev h. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. There is a possibility the cement may have solidified prematurely due to the manner with which it was stored and other environmental factors that might have an impact on the cement¿s setting time. No other potential defects were observed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: d9: complainant device was returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, during an occipital fusion surgery the cement had harden and would not flow. The medical assistant had mixed the cement in the bowl and noted that it was hard to mix but was still viable. The cement was transferred into the glass bottle, and the glass bottle was attached to the hydraulic pump. The surgeon tried to turn the pump to get the cement to flow but the cement was too hard. The hardness of cement caused the rubber to deform and water to leak into the cement. A new cement kit was opened and the procedure was successfully completed. There was a surgical delay of thirty (30) minutes. There was no consequence to the patient. This report involves one (1) confidence spinal cement system confidence plus kit spinal cement system 11cc. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot: product code: 283910000, lot : 289648. Device history batch null, device history review the DHR was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 14.10.2020 qty: 47. H6: investigation summary background: it was reported that during occipital - cervical fusion surgery, the medical assistant has mixed the solution and the cement powder of the confidence hv spinal cement (lot 9560372) according to the procedure in the mixing bowl and the cement is a little bit hard to mix but is still viable. After transferring into the glass bottle and attaching it to the hydraulic pump and pass the whole gadget to the operating surgeon to be injected into the patient's bone. The surgeon turn the hydraulic pump a few rounds and observe the x-ray picture for the cement but the cement did not flows out. The surgeon turns the pump a lot more times and if was observed that the cement has hardens in the glass bottle causing the rubber that pushes the cement out of the bottle has deformed and the water has leaked into the cement in the glass bottle. Therefore we had to open a new set of cement kit to proceed with the surgery. This complaint involves one (1) device. Customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s) located in pc's attachments section received through 19jan2021. The image(s) was reviewed, and the complaint condition(s) of setting time and unable to transfer could not be confirmed as the images provided showed the outer package of the instrument and not of the cement and/or transfer pump. As the instrument(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were detected. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: d9: complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.